Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a left side deflation with pain from the front to the back of breast. Patient additionally reported "also have noticed boils under left axillar, behind the left knee and on the back"; this event is not related to the device. Device has been explanted.